Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. The patient underwent surgical intervention where the battery was explanted and replaced, which addressed the issue.

Event description:
Follow up revealed that the ipg fell within the normal expected guidelines for charging. In turn, it was determined the initial report was submitted in error.